Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced hyperglycemia as well as reservoir had leak. The customer¿s blood glucose was 439 mg/dl. Customer states the leak occurred during normal use. Customer states the location of the leak was bottom part of reservoir. Customer states the insulin was leak at past second o ring. Customer states there was fluid in the reservoir compartment. Customer declined to troubleshoot for high blood glucose value. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir( plunger not returned). Performed pre-fill reservoir test. Found reservoir no leakage anomaly when removing the new lab plunger reconnected and disconnected easy from stopper-plunger. Cannot performed manual test to reservoir due to the reservoir's plunger not returned. Also inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir do not leak and no occluded.